Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: this evaluation revealed the set screwdriver received to be as primary product. A review of the manufacturing documents revealed no deviation for the returned instrument. The scratches observed on the upper metal part of the shaft indicate contact between target device and set screwdriver during surgical procedures when the set screwdriver is being turned under misalignment to the position of the target device. The found deformation of the device was caused by applying too high torsional load in counter-clockwise direction onto the set screwdriver. The issue is not device related but rather related to sub-optimal intra-operative procedure at user site. This product was documented as faultless prior to distribution and as it had been in use for a longer time (approximately 8 years) we pre-suppose that the set screwdriver had fulfilled its tasks in former surgeries as intended.

Event description:
It was reported that during hardware removal, when trying to back up the set screw, the screwdriver bent. We used a second flexible screwdriver to remove set screw without issue. Gamma nail was then removed.

Event description:
It was reported that during hardware removal, when trying to back up the set screw, the screwdriver bent. We used a second flexible screwdriver to remove set screw without issue. Gamma nail was then removed.